Event description:
It was reported the camera head image was not clear. The issue occurred during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality is due to the charged coupled device becoming faulty and failing to convert light energy into electronic signals. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.